Event description:
Primary tha surgery was done on (B)(6) 2021. An x-ray in the first postoperative week revealed a femur fracture. Observation only. No specific treatment was performed. Patient was recovery at (B)(6) 2021.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : remains implanted.